Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
This complaint was captured via literature (published article). It was mentioned that total duration intra-aortic balloon (iab) pump (iabp) therapy was 34 days. The position of iab catheter was checked using fluoroscopy and it showed iabp tip in sma (superior mesenteric artery). Abnormal arterial wave-form was observed. The iab was repositioned to continue therapy. There was no reported injury to the patient.